Event description:
As reported by an edwards france affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 valve, the commander delivery system balloon burst during inflation. The valve was fully expanded and functioning well. There was no patient injury.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was returned to edwards lifesciences. Visual inspection of the returned device revealed the following: balloon burst was confirmed. Radial burst at tip. Edges of the rupture region did not appear to match up. Mating balloon material was not returned. Wings flared out. Two (2) kinks on flex shaft due to return packaging. Due to the nature of the returned device, functional testing is unable to be performed. However, dimensional testing was performed. Single wall thickness of the inflation balloon was taken along the edges of the burst location, all measurements taken of the balloon single wall thickness met the specification. Imagery was provided by the site and revealed the following: balloon burst confirmed with separated balloon piece. Reported information does not specify the separated piece occurred during removal, potentially occurred during back table manipulation. Report for balloon burst and withdrawal can be confirmed. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst and difficulty to withdraw system through esheath were confirmed by the provided imagery and visual inspection of the returned device. As reported, 'during inflation, the commander delivery system balloon burst. The valve was fully expanded and functioning well. There was difficulty removing the devices'. Patient anatomy was not provided. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, there are extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. Due to limited information, a definitive root cause was unable to be determined at this time, however, patient factors (calcification) or procedural factors (over-inflation) may have contributed to the balloon burst and procedural factors (removing burst balloon) may have contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.